Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per x-rays, pictures attached to the complaint that confirm the implant was loose. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/22/2024, it was reported by a patient via a voicemail that due to the loosening of an implant, had to undergo revision surgery. The patient suffered an accident that led to shoulder surgery. About eight hours after the procedure, the patient reported a dislocation again. Two weeks later, the patient's surgeon noted that the arthrex implant was cut or undone. The patient underwent revision surgery, which lasted about nine hours. No further information was reported. Additional information received on 1/23/2024: the patient suffered an accident on (B)(6) 2023 and underwent surgery on (B)(6) 2023. A dogbone system is implanted to stabilize the shoulder ac joint. On (B)(6) 2024, an x-ray reveals the loosening of the implants, and then the patient undergoes revision surgery on (B)(6) 2024. No further information has been provided at this time. Additional information received on 1/25/2024: per the patient's medical records, the dogbone implant system was removed during the revision surgery, and the ac joint was repaired with a new dogbone implant system and fibertape.